Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis and was analyzed. Upon visual inspection, the ground strap in the rolling loop is damaged. The ground strap would make a noise every time the carriage moves up and down. The usm was installed onto a patient side cart fixture test platform (pftp) and failed node check. The failure showed error 319. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different robot.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The robot common compute controller (ccc) was returned for failure analysis, but the reported error 307 not pertain to the robot ccc. Therefore, the failure was confirmed, but not replicated. In the system logs, an error 307 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The robot ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected with local host: 8050, all values were within expectation. Then, ten power cycles were performed and the ccc was left in the golden system to idle for 36 hours with no issues found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the operating room staff contacted technical support engineering (tse) to report multiple faults indicating that the system needed to be restarted. The tse instructed the staff to perform a power cycle, but the system continued to power itself on and fault. The tse then advised a hard cycle of the robot and to reseat the blue fiber cables, but the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the robot common computer controller (ccc) board and the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.